Manufacturer narrative:
A ge oec svc rep investigated the issue and re-seated the power connections and restored monitor function. As a precaution, the power to the monitors was moderated to equalize power between the right and left monitors. The brightness and contrast was also adjusted to match. The sys was tested and fond to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effects were reported because of this malfunction.

Event description:
The fluoroscopy sys had the left (live) monitor not power up with the sys.